Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32097 error was found followed by 31226 aurora link error confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer encountered repeated recoverable errors on the universal surgical manipulator 4 (usm4). The technical service engineer walked the customer through disabling the usm4. The customer proceeded the case with the remaining three arms. The procedure was completed with no reported injury.